Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and had mesh removed along with an additional mesh insertion. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-04967. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a tvh and bso performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It is reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.